Manufacturer narrative:
Sponsor assessed the event as not related to the antiplatelet medication and not related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted - one in the lad and one in the cx. One day later, the patient had elevated troponin. The cec adjudicated a non q wave mi (target vessel) 3rd udmi peri-pci and the mi involved the lad. The cec adjudicated stent thrombosis as no event. The cec also reported that septal branch occlusion occurred. The subject was taking dual anti-platelet therapy within 24 hours of the event. Safety assessed that the event was possibly related to the device but not related to the anti-platelet medication. The investigator assessed that the elevated troponin was not related to the device or the anti-platelet medication. The patient recovered.